Event description:
It was reported that during use of the bd max¿ enteric viral panel, a false positive rotavirus result was obtained on a sample that was highly positive for norovirus.sample was repeated and was rotavirus negative and norovirus positive. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device type: pch. E.1. Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ enteric viral panel, a false positive rotavirus result was obtained on a sample that was highly positive for norovirus. Sample was repeated and was rotavirus negative and norovirus positive. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant result with the bd max¿ enteric viral panel kit (ref. (B)(4)) lot 4194283 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Review of the manufacturing records of bd max¿ enteric viral panel kit indicated that lot 4194283 was manufactured according to specifications and met performance requirements. Customer reported a weak rotavirus positive result and high norovirus positive result for one sample, which a false positive rotavirus result was suspected, with bd max¿ enteric viral panel kit lot 4194283. Customer questioned if it was possible that the signal being detected for the rotavirus target (fam channel) was due to the very high signal obtained for the norovirus target (rox channel), since the repeat of the sample with a new sample buffer tube resulted in a norovirus positive but rotavirus negative result. Customer provided one run (#1360) for investigation. Manual pcr curve adjudication of the norovirus and rotavirus targets in the sample revealed a high norovirus positive result and a late and low, but appearing to be true, rotavirus positive result, without any anomaly. Based on the data analysis and information provided, a specimen at or near the rotavirus target limit of detection (lod), or environmental or cross contamination, are the most likely causes to explain the customer¿s weak rotavirus positive result in the initial test. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal or aberrant curve geometry is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric viral panel kit lot 4194283. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.